Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that unusual sensing during atrial fibrillation (af) episodes was observed on a latitude transmission. A boston scientific technical services consultant explained to the caller that this is a case of misaligned markers. This issue occurs after a scan attempt with latitude or a programmer and if the device responds in a special manner and the scan is not completed, the device senses every two seconds. In this case, that is approximately where they are seeing the s markers on this electrogram. The issue will self resolve with a successful connection. No adverse patient effects were reported.